Event description:
It was reported during in clinic follow up that the implantable cardiac monitor exhibited a marker anomaly and possible under-sensing. The device was reprogrammed. The patient was stable and asymptomatic.